Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -6.5/1.0/094 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for the same model and size lens due to low vault. The replacement lens was implanted vertically and the problem was resolved.

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found the haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).